Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, with glucose data visible in the dexcom app but not pairing to the ilet; support guided the user to toggle the dexcom g6/g7 setting, restart the ilet, and allow time for reconnection. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included customer interview, device setting review, and guided troubleshooting focused on bluetooth pairing and device restart. Investigation of this case revealed a communication issue limited to the connection between the ilet and the dexcom g7, with the sensor otherwise functioning as evidenced by readings in the dexcom application. It was concluded, based on similar prior reports, that the cause was a transient bluetooth pairing issue resolved through standard reconnection procedures.